Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 300mm thoracic dissection and a 61 mm in diameter thoracic aortic aneurysm. Two weeks post index procedure the patient presented emergently with a retrograde dissection. The physician was unable to determine the cause. The physician performed an intervention and repaired the dissection with an open repair. The dissection was resolved. No additional clinical sequelae were reported and the patient is fine. Review of a pre-implant 3d film report revealed that the patient had a pre-implant dissection in the descending thoracic aorta and a maximum taa diameter of 61mm. The thoracic diameter distal to the lcca was 42mm and just distal to the lsa was labeled as 42mm. The length of the proximal landing zone was 26mm. The true lumen diameter at the distal landing zone, just above the celiac artery, was 9mm x 28mm. The cause of the retrograde dissection could not be determined. Images at implant and post-implant were not available for review, and the location of the implanted stent graft is unknown. It is possible that the pre-existing dissection may have been a risk factor for the rtad.

Manufacturer narrative:
(B)(4).